Event description:
It was reported that the customer's insulin pump was alarming program safety alarm when changing the battery. The customer stated that he had to reset the time and basal rates afterwards. The customer's blood glucose was unknown. Advised that a replacement insulin pump would be sent. Advised that a package of 9 batteries would be sent as well. Nothing further reported.

Manufacturer narrative:
Pump was received with program safety error alarm after battery change due to leaky c1 on motherboard. Unit had memory lost due to program safety anomaly. Unit was received with broken case underneath overlay and peeling overlay.